Event description:
A catheter revision was reported due to a break/cut in the patient's lumbar catheter. It was confirmed by x-ray. The patient had no symptoms. The patient recovered without sequela. The medication being delivered via the device system was baclofen.